Manufacturer narrative:
B5: event description corrected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that there were elevated impedances. The caller is reporting high impedances. The caller (physician) reports patients impedances have always been on the high side but today seemed more elevated. Caller is testing with tablet and indicates monopolar pairs above 2000 ohms which does not qualify the patient for an MRI. The MRI is reported to be related to the device/therapy. C0=2681, c1=2681, c2=1302, c3 = 3310. Bipolar pairs are in the 3400-6050 range. Caller does not have an 8840 to run again. There is no activity or event that prompted the issue. Caller indicated that the MRI was too check on suspected issue due to patient not getting good benefit. Patient had good benefit up and until about 2 months ago. No further complications were reported or anticipated with this event. Reported impedance measurements: c0=2681 c1=2681 c2= 1302 c3=3310 01= 5244 02= 3544 03=6151 12=3414 13= 6052 23=4003.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that there were elevated impedances. The caller is reporting high impedances. The caller (physician) reports patients impedances have always been on the high side but today seemed more elevated. Caller is testing with tablet and indicates monopolar pairs above 2000 ohms which does not qualify the patient for an MRI. The MRI is reported to be related to the device/therapy. C0=2681, c1=2681, c2=1302, c3 = 3310. Bipolar pairs are in the 3400-6050 range. Caller does not have an 8840 to run again. There is no activity or event that prompted the issue. Caller indicated that the MRI was too check on suspected issue due to patient not getting good benefit. Patient had good benefit up and until about 2 months ago. No further complications were reported or anticipated with this event. Reported impedance measurements: c0=2681 c1=2681 c2= 1302 c3=3310 01= 5244 02= 3544 03=6151 12=3414 13= 6052 23=4003